Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed volumetric accuracy test. No patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are broken, scratched lcd lens, scratched rear label, and lifted downstream occlusion (dso) seal. Review of the device?s event history log is not applicable. To conduct functional testing, three accuracy tests were performed. Upon testing, the pump was found to be within manufacturing specifications. The customer reported issue couldn?t be duplicated. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device., corrected data: health effects - clinical signs and symptoms or conditions corrected.